Event description:
Patient admitted to hospital with diagnosis of steven's johnson syndrome due to intra-articular injection of sodium hyaluronate - hyalgan- in physicians office days prior. In days following injection, patient had malaise and felt chilled. Patient developed rash with minimal eye involvement. Patient admitted to hospital. Given solu-medrol 125mg IV injection upon arrival. Patient given 3 day course of ivig 74 grams daily. Ophthalmology was consulted and erythromycin ointment prescribed twice daily. Patient's vitals remained stable. Ivig tolerated well. Rash is resolving. Pruritis and pain is mild. Patient discharged home on medrol dospak, antihistamine -zyrtec- daily and erythromycin ointment. Please note patient had received 3 courses [5 doses each] of this injection in the past beginning in early 2007, and tolerated each with no problem. Frequency: weekly for 5 doses, weekly for 5 doses. Route: intra-articular. Dates of use: 2007, 2008. Diagnosis or reason for use: osteoarthritis. Osteoarthritis. Event abated: yes.